Event description:
Consumer states the heating pad was "so hot that part of it melted". There was not a report of injury or properly damage with this incident.

Manufacturer narrative:
Consumer crushed the pad which is a violation of the instructions and warnings provided. This incident is the direct result of misuse/abuse of the product. There was not a report of injury with this incident.